Event description:
It was reported that this electrode exhibited high within normal limits shock impedance measurement during an episode where the patient received three shocks. Technical services (ts) recommended evaluating system placement. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.